Manufacturer narrative:
Additional information was received on 12/18/2019. The capsular contracture was baker grade iii. The replacement device was a new mentor smooth round high profile 330cc saline prosthesis. The device replacement was unilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/10/2020. The explant date originally stated to be (B)(6) 2019 was clarified to have taken place on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 1/23/2020. The investigation of the returned device was completed by the failure analysis lab on 2/4/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced right sided capsular contracture (baker¿s grade unknown) post procedure. The implant was stated to be smaller, out of place, painful, hot, hard, and uncomfortable. Capsular contracture was ultimately diagnosed by a physician. As a result, device replacement was performed on (B)(6) 2019.